Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. By using the trainer, the fse confirmed that the ECG signal properly displayed and switched between trigger sources without issue. The fse also stated that when in semi-auto mode, the unit will go into standby whenever trigger source is switched, and believed that this was the cause of issue and it was relayed to customer to verify auto mode is primarily used. The fse then performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is down. During patient use, it went into standby when trying to switch to ECG trigger. There was no patient harm.